Event description:
The product libre 3 does not work. It isn't on the recall current list but they don't work. Product is not on recall but it is defective. Continue to read check back in 9 hours. Sn# (B)(6) and sn#(B)(6). Patient: 4582. Device: 4082, 3023. Reference: mw5181324.